Event description:
Manufacturer received a letter from an attorney alleging that the right front leg of walker "snapped off" while the end user was walking to the bathroom causing the patient to allegedly fall and hit the left side of head on the toilet. The attorney alleges what appears to be serious injury. Per the attorney, the consumer sustained injury to back, head, shoulder, hip, leg and minor lacerations to hands and legs. The exact nature of injury is unknown.